Event description:
It was reported that the patient experienced ineffective therapy with their scs system. Additionally, patient reported uncomfortable stimulation in their abdomen during tonic testing. As a result, surgical intervention took place wherein patient's entire scs system was explanted and replaced with a drg system to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142797.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.